Manufacturer narrative:
Items returned for investigation: bobby 8f. The device was returned with the balloon coating damaged; the coating was cracked with missing patches. No kinks or other external damage were observed. Per the IFU precautions, the balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. The investigation of the returned balloon catheter found the balloon coating cracked with missing patches, which is consistent with the alleged product issue. The cracked/peeled coating condition is consistent with the balloon not being hydrated properly at the time the balloon was attempted to be inflated.

Event description:
As reported: "on test inflation the catheter had two short strands of plastic (balloon material) partially affixed to the balloon." Procedure completed successfully with an alternative bobby. Patient fine and well.

Event description:
As reported: "on test inflation the catheter had two short strands of plastic [ ] partially affixed to the balloon." Procedure completed successfully with an alternative bobby. Patient fine and well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.